Event description:
The outer package seal was stuck to the inner tyvek package seal, external package and inner package opened at the same time. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: complaint verified. The package configuration has since been changed.